Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication livanova learned that the hospital has its own engineer departement for device repair thus no livanova technician went onsite. Livanova retrieved a service report stating that saline solution was spilled on the device by the customer. However, no residues on electronics could be identified and no device malfunction could be detected when functional tests were performed. Based on the available information, an user error cannot be ruled out.

Manufacturer narrative:
There was no patient involvement. Model/serial numbers are unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the cemtrifugal pump system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received medwatch report 3902670000-2020-8006 stating that a centifugal pump system stopped during procedure. The user tried to reseat the connections, and turned off/on the pump with no success. The procedure continued by hand-cranking the pump until a backup device was used. Reportedly the event occurred in (B)(6) 2020. There was no report of patient injury.